Event description:
It was reported to boston scientific corporation that a c-flex¿ biliary stent was used in an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the c-flex¿ biliary stent would not pass through a severe stricture. The procedure was completed with a different device. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked .

Manufacturer narrative:
Investigation results of stent kinked. A visual evaluation was performed and found that the stent was kinked in several locations in proximal pigtail and the shaft of the stent was bent in an arch. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the stent, resulting in difficulty advancing the stent to the target site. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.